Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the issue subsided and that the patient was stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing bradycardia. It was noted that the patient's heart rate was falling below the lower programmed rate of the implantable pulse generator (ipg) due to t-wave oversensing (twos) on the right ventricular (rv) lead. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.